Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device from the hospital. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) for evaluation. It was visually inspected and connected to a waterbag to test for leaks. Results: upon connecting the returned chamber to a water bag, a small drop of water began to build at the connection between the feedset tube and water bag spike. A sufficient amount of glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 130410. Conclusion: based on the results of our investigation, it is most likely that the leak reported by the hospital is due to the water feedset tube being set up under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints of loose water bag spikes on mr290 feedsets has a rate of occurrence of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of september 2013.

Event description:
A hospital in (B)(6) reported via a distributor that the feedset line of an mr290 autofeed humidification chamber "snapped" during setup. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that a the feedset line of an mr290 autofeed humidification chamber "snapped" during setup. This was found prior to patient use.